Event description:
It was reported that the pt had a loss of therapeutic effect from her neurostimulator. The pt experienced a return of her tremors and mouth pain. The pt had a stroke "2-3 weeks" before the symptoms occurred and had an MRI. About 4 months later, the pt was "not talking really good" and "having problems with her mouth." A MFR's rep reported that "the mouth pain has been determined to be unrelated to dbs" and that the pt "has this pain whether ins is on/off." Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.